Manufacturer narrative:
Product evaluation: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Additional information was provided, which indicated an unspecified cartridge and handpiece. A qualified viscoelastic was indicated. Not enough information was provided to conduct a review on the unspecified cartridge lot. The lens model used and 22.5 diopter power are qualified for use in three specific cartridges. It is unknown if a qualified cartridge was used. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
The administrative coordinator of a facility reported that during an intraocular lens (iol) implant procedure, the trailing haptic detached from the lens and the haptic was removed. The lens remains implanted, but the lens is dislocated. The physician did not have the tools to remove the lens at the time of the surgery. Additional information was provided by the initial reporter that the lens was explanted by a different physician.